Event description:
Boston scientific received information that this patient underwent a procedure to revise the leads due to dislodgement. The setscrews were damaged while unscrewing the leads for the lead revision. The system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Both setscrews moved freely and no abnormalities were noted on the threads or in the terminal blocks. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).